Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 405 mg/dl and 370 mg/dl. The customer was treated with manual injection for high blood glucose. The customer declined troubleshooting for high blood glucose. The customer also stated that the insulin pump display having yellow line. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm, missing segments partial display or blank display noted.